Manufacturer narrative:
E3: occupation: inventory sourcing lead. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device was not returned for evaluation. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal arteriotomy locator would not stay secure with sheath. The staff could not recall how hemostasis was achieved.